Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device did not cool the water. The device had a compressor problem. The device was carried out in the service center, confirming the afore mentioned fault. As per follow up information received on 01-oct-2022, there was no patient involvement.

Event description:
It was reported that the arctic sun device did not cool the water. The device had a compressor problem. The device was carried out in the service center, confirming the afore mentioned fault. As per follow up information received on 01-oct-2022, there was no patient involvement.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.